Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer reported that hazardous drug leaks associated with the ICU medical tubing. The leaking was believed to have occurred at either spiros on the secondary tubing or the microclave on the primary tubing. There was patient involvement and no adverse event reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. H11 - (B)(4).